Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when checking thresholds, the programmer had a "noisy telemetry" interrogation message. The noisy message was received several times and the programmer was unable to complete interrogation. When the programming head was replaced the issue did not resolve. It was further reported that the "machine is slowing, hesitating with testing, freezing" and the "printer (is) creeping" and "sputters." It was also reported that while testing the right ventricle (rv) threshold, after 3 beats an error message occurred "test capture not confirmed." The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.